Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per iso11135  and eo residual levels in compliance with iso10993. Each lot  is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device after longer than 48 hours. Symptoms reported include irritation and a blood glucose level over 300 mg/dl after pod removal. Three days after pod removal, the patient went to see their doctor and was given a prescription. Initially, patient was prescribed a sulfa drug but had an allergic reaction to it; she was later prescribed amoxicillin, to be taken 3 times daily for 14 days. Patient was also advised to use neosporin on the site.

Manufacturer narrative:
The device was received fully deployed. The cannula assembly and bottom housing were inspected for manufacturing deficiencies that could cause infection or irritation and no issues were found. Although the investigation found no evidence of any damage, the exact cause of reported infection and irritation could not be conclusively determined.